Event description:
The patient reported soreness and a scan showed cyst/infection near the implant. At the follow up appointment, there was a bump under the skin. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. The physician thought there was a possible granuloma; there was no pus or sign of infection.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the patient has contraindicating conditions including crps (complex regional pain syndrome). A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has crps (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.